Event description:
It was reported that during a procedure the autoplex system was not mixing automatically, which caused a 20 minute delay in the procedure. It was reported that the patient received additional anesthesia as a result of the delay. The procedure was completed successfully utilizing back-up equipment. No adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.